Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned and analyzed. No anomalies were found. Performance data collected from the device was also received and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. Daily battery impedance trends showed a gradual rise in average daily impedance, while daily battery voltage trends showed a battery voltage of greater than 2.85 v. The device¿s recommended replacement time indicator triggered due to impedance prior to explant and 17.66 months after implant.

Event description:
It was further reported that the icm was removed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) reached the recommended replacement time earlier than expected. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.